Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was unknown if the patient has hospitalized for peritonitis. The cause of the peritonitis event was unknown. On an unreported date, the patient began treatment with injection vancomycin (1 gram, further details not reported) and injection meropenem (1 gram, further details not reported) for peritonitis. The patient¿s outcome was unknown and the action taken with pd therapy was not reported. No additional information is available.